Manufacturer narrative:
Philips service replaced the control module and provided a workaround solution during the delay. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the c-arm was stuck during a procedure due to control module failure on a azurion 7 m12. The clinical use of the system was in use. There was reported patient or user harm.